Event description:
Patient reported a right side capsular contracture baker grade IV. Company representative reported "patient was underage when implant surgery occurred." Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/mar/2024.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Patient reported a right side capsular contracture baker grade IV. Company representative reported "patient was underage when implant surgery occurred." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a right side capsular contracture baker grade IV. Company representative reported "patient was underage when implant surgery occurred." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.4.